Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Inspection revealed multiple bad calibration errors and unable to calibrate the unit without ventilator inoperable clearing. Technician quote for gde (gas delivery engine) replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit safety valve alert will not clear. As of this time, there is no information about patient involvement associated with this reported event.